Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy (egd), the physician noted a post polypectomy bleed. The physician attempted to use a resolution clip device and when it was inserted down the scope, it prematurely released from the catheter sheath. The patient is expected to pass the clip naturally. A second of the same device was used, but when the resolution clip device was placed down the scope, they were unable to advance the clip out of the sheath. The physician removed the device and completed the egd. Patient is "fine". Note: this is the first report of two related complaints. Please refer to MFR # 3005099803-2008-06717.